Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Additionally, the device emitted beeping tones. Defibrillation threshold (dft) testing was performed and revealed no anomalies. This product remains implanted and in service. Boston scientific technical services (ts) discussed programming daily measurements off for no additional beeping tones. No additional adverse patient effects were reported.